Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information provided: protamine was administered as standard protocol with anti-coagulant use during the procedure. The patient is doing fine. The physician's plan is to observe the patient's progress and consider an endovascular attempt to retrieve the footplate if and when he becomes symptomatic. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a right coronary artery percutaneous coronary intervention. Reportedly, when the plunger was removed, there was no suture. Another proglide device was attempted with the same result and without excessive resistance noted. When the device was removed, an anterior foot was found separated. As creatinine level was elevated for the patient, immediate retrieval was not performed. Removal to be performed once level decreased. Manual arterial compression was used to achieve hemostasis. There was a reported clinically significant delay in the therapy for the patient. Patient had a large-hole procedure a week prior with two proglide sutures used to achieve hemostasis in the same target groin. Protamine was administered. Patient was kept for observation of coronary intervention. No additional information was provided.